Manufacturer narrative:
(B)(4).

Event description:
It was reported by a patient's caregiver that the patient was experiencing tachycardia ever since their replacement generator was implanted. The patient's heart rate was reported to be in the 120's while the patient was sitting in a wheelchair. The lead impedance on the day of implant was within normal limits. Follow-up from the company representative revealed that the tachycardia was believed by the patient's physician to be due to a gradual increase in settings on the previous generator leading up to the battery replacement, and then the replacement generator was turned on to the previous settings in the operating room by the surgical resident. The physician believes the patient was receiving more stimulation than they were accustomed to. No other side effects were reported during the visit. The auto-stimulation feature was going to be left off to observe if doing so would affect the tachycardia. No additional relevant information has been received to-date.